Manufacturer narrative:
The following is a closing out report by the foreign reporter. Investigation: no faults were found on the machine, the machine had been recently repaired and a new chain had been fitted. Observations; the handle must have wound off to allow jib to fall. Conclusions: cause of failure due to side pressure. Corrective action: a quote has been sent to the customer for a sprag clutch.

Event description:
It was reported that hoist dropped while staff were using the hoist in the sling position. No injury to staff or pt.